Event description:
The customer reported that the blender is reading higher fio2% than setting, about 10% higher, they performed the air/o2 balance calibration and the problem was not corrected, the performed the blender on screen calibration and the problem was not corrected. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the gas delivery engine fixed the reported issue.